Manufacturer narrative:
(B)(4). Conclusion: actual device was returned for evaluation. Visual inspection shows a needle with a fracture in the area one-third of the distance from the attachment end. Instrument marks were found at the attachment area and directly at the breaking point which indicates that the needle was handled there. The appearance of the breakage indicates that the material was overstressed during use, first bent up and then breakage. The device information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point." In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Event description:
It was reported that the patient underwent laparoscopic ovarian cyst removal on (B)(6) 2015 and suture was used. During the procedure, the needle broke from the gripping site and was lost inside the tissue. Portable x-ray was performed and portable c-arm was used to find the exact location of the needle inside the patient. The trocar was removed and a 3 cm wide incision was made on the trocar site to retrieve the needle. Additional information has been requested.

Manufacturer narrative:
It was reported that the needle broke in two parts and was being held by a needle holder. The needle was present above the fat tissue and removed during the procedure. The procedure was completed successfully. It was reported that the patient was stable and has been discharged.